Event description:
Account experienced discrepant results for three to four pt samples. Only the following two pt examples were provided. Pt 1, initial folate gave <0.6 ng/ml; repeat gave 5.52 ng/ml. Pt 2, initial t4 gave <0.825 ng/dl; repeat gave 10.28 ng/dl. Erroneous results were not reported. The field svc rep was unable to determine root cause. Performance tests were performed and within spec.